Event description:
It was reported by the affiliate that the (1) tlc75 was used during a hemicolectomy procedure. It was reported that there was an incomplete staple line with no consequence to the pt.